Manufacturer narrative:
(B)(4). The cause of the air was not reported. It was reported that the homechoice machine did not alarm. It was reported that the nurses at the hospital reviewed the connection/disconnection technique of the new caregiver (on the peritoneal dialysis disposable products) and noted some ¿mistakes¿ on the connection/disconnection technique (no further detail was provided). The homechoice device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). This report is for a use error which resulted in "intraperitoneal air." Use errors and proper user instructions are addressed in ¿the homechoice / homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides instructions for properly connecting and disconnecting. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced "intraperitoneal air." The event was manifested by abdominal and thoracic pain. The cause of the event was a use error as a new caregiver was trained improperly on the connection/disconnection procedures. The patient was hospitalized for the event. The patient was treated with unspecified ¿analgesic¿ medications (drug names, doses, routes, frequencies, and durations not reported) for the event. Action taken with apd therapy and patient recovery status were not reported. On an unreported date, the caregiver was retrained on proper apd techniques. No additional information is available.